Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer contacted abbott diabetes care to inquire about being able to increase the volume on the adc freestyle libre 2 reader past the highest sound setting. The customer made this inquiry as she reported she did awake up when the low glucose alarm went off while sleeping, and subsequently had a loss of consciousness. The customer regained consciousness and was able to self-treat with a soda and a late breakfast. No further information was provided. There was no report of death or permanent injury.